Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2011 the pt was implanted with a pfna-ii system. In (B)(6) 2011, the nail was noted as broken. On (B)(6) 2011 the pt was returned to the operating room and the broken nail was replaced with a long pfna-ii system.